Event description:
The user facility reported that prior to patient procedures, two of their vividimage 4k surgical displays were showing lines and blinking on and off. No report of injury.

Manufacturer narrative:
There are two serial numbers subject of the reported event: (B)(6). Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.